Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log files submitted by the account confirmed the power and flow elevations. According to the account, the power and flow elevations occurred several hours after the patient received a blood transfusion for epistasis and low hemoglobin. A direct correlation between heartmate 2 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. Power and flow elevations were captured on (B)(6) 2021 at the end of the log file. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Blank due to patient's weight unknown.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 with low hemoglobin due to epistaxis. The patient underwent a blood transfusion. Labs and vitals were stable. The log file captured an unsustained power/flow elevation on (B)(6) 2021 that was suspected to be caused by the red blood cell transfusion. Low voltage events were also noted while connected to the power module. The patient cable was exchanged and discarded. The patient was discharged in stable condition.